Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified higher value when scanning the dc freestyle libre sensor compared to a competitor's brand meter. Furthermore, on (B)(6) 2019 the customer experienced hypoglycemic symptoms described as difficulty speaking and 'fixed look" on their face. A blood glucose test was performed and the customer was found to be hypoglycemic. The customer was treated with a glass of grenadine by the wife. There was no report of death or permanent injury associated with this event.